Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they performed comparison testing for 30 patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. The samples results from the customer's analyzer were compared to results measured on a roche analyzer at a second site. Of the 30 samples, one patient sample had an erroneous result for a1c-3. The sample resulted with an a1c-3 value of 5.5 % (36.6 mmol/mol) when tested on the customer's c 501 module. The sample was tested at the second site, resulting with an a1c-3 value of 4.7 % (28.2 mmol/mol). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The customer complains that the issue could result in a patient being classified as diabetic in one laboratory, but not in other laboratories. No adverse events were alleged to have occurred with the patient. The a1c-3 reagent lot number was 317514, with an expiration date of 30-sep-2019.

Manufacturer narrative:
The calibration data does not show an issue and is constant over time. The qc recovery is within range for both control levels. No reagent issue was detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Request from FDA: as stated in MDR 1823260-2018-03140, one lab returned an a1c result of 5.5% while a second lab returned an a1c result of 4.7% on the same patient sample. Does roche plan to investigate and identify the root cause of this discrepancy? If yes, please provide any planned or in-progress investigations completed to date. If no, please justify why roche does not plan to investigate this event. Response from manufacturer: the investigation is ongoing. At this point, the cause of the difference in results is not yet known. Additional information has been requested from the customer. We will update you once the investigation is complete. Request from FDA: as noted in your previous email the labs were using different reagent lots (lot 317514 versus lot 253332). In your response, please provide the number of mdrs that have been reported for each lot. Please note if any mdrs allege if the lot may have caused an erroneous result. Response from manufacturer: no additional mdrs have been reported for either lot.

Manufacturer narrative:
The second lab was also using a cobas c501 module, serial number (B)(4). Reagent lot 253332 was used at the second lab. Refer to the attachment for results from the other 29 patient samples that were tested.